Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep examined the debug and error log files, but found no abnormal events occurred. He found the image went black and at times double when flexing the interconnect cable. He removed and replaced the interconnect cable and verified that the problem is resolved. The system performs as intended.

Event description:
The customer reported the image went black and the stim leads appeared duble. No pt injury was reported.